Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of abnormal noises was confirmed due to faulty main board causing error e03. Additionally, minor scratches on top cover and front panel were observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the high flow insufflation unit during surgery, the device was making squeaky sounds. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with the event. During inspection and testing of the retuned device revealed a faulty circuit board. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e03 is due to a failure of the main board. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.